Manufacturer narrative:
The single inner setscrew [product code: 1797-02-000, lot no: arlbf1] was returned to the complaints handling unit (chu) for evaluation. Visual examination of the returned single inner setscrew revealed that the threads were completely torn and peeled off from the setscrew. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the single inner setscrew threads becoming torn and peeled off from device cannot be positively determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated and inadvertently cross threading occurred causing the setscrew threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reported the screw was damaged/crushed. Three requests were made to the affiliate for clarification but no additional information has been provided. Based on information provided, this appears to have been an intra-operative issue. As it is possible that threads were torn intra-operatively, this medwatch report is being submitted to document the event.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.